Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 627452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chronic headaches. Concurrent conditions included uterine myomatosis, menorrhagia and pelvic discomfort. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), alopecia ("hair loss"), anxiety ("anxiety"), weight increased ("weight gain") and depression ("depression"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, alopecia, anxiety, weight increased and depression outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 627452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chronic headaches. Concurrent conditions included uterine myomatosis, menorrhagia and pelvic discomfort. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), alopecia ("hair loss"), anxiety ("anxiety"), weight increased ("weight gain") and depression ("depression"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, back pain, alopecia, anxiety, weight increased and depression outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, lot number added, concomitant condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 627452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included chronic headaches and vitamin a. Previously administered products included for an unreported indication: lexapro. Concurrent conditions included uterine myomatosis, menorrhagia and pelvic discomfort. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced gastric disorder ("stomach complications"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), alopecia ("hair loss"), anxiety ("anxiety"), weight increased ("weight gain"), depression ("depression"), migraine ("migraine") and nausea ("nausea"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, alopecia, anxiety, weight increased, depression, dysmenorrhoea and gastric disorder outcome was unknown, the vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the migraine and nausea was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, gastric disorder, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: plaintiff fact sheet received. Events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, abdominal pain, migraine, nausea, stomach complications, plaintiff did not undergo essure confirmation test are added. Historical drugs were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), alopecia ("hair loss"), anxiety ("anxiety"), weight increased ("weight gain") and depression ("depression"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, alopecia, anxiety, weight increased and depression outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.